Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface fixed bearing posterior stabilized (ps), catalog #: 42522401012, lot #: 64363148. Nexgen all poly patella, catalog #: 00597206638, lot #: 64163556. Tibia cemented 5 degree stemmed right size g, catalog #: 42532007902, lot #: 64281805. Cemented persona/ve surf & instruments, catalog #: 9800674105, lot #: unknown. Patella reamer blade with pilot hole 51 mm diameter single use only, catalog #: 00597909551, lot #: 64418785. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Event was initially reported on 0001822565-2019-04927. Multiple MDR: 3007963827-2020-00075, 0001822565-2019-04932.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient alleges experiencing pain, stiffness and limited range of motion in knee. Further, the patient alleges uses a cane to ambulate and is scheduled to undergo a manipulation procedure. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.